Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was reintubated on (B)(6)2024 two days after ventricular assist device (vad) implant.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was communicated that the pump was explanted, and the patient received a heart transplant. The device operated as expected.

Manufacturer narrative:
B5: additional information. H6: health effect-clinical code, updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 lvas instructions for use (IFU) lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the respiratory failure was unknown. The patient had increasing o2 requirements and hypoxia requiring reintubation for oxygenation and airway protection. A device related issue did not cause or contribute to the respiratory failure.